Manufacturer narrative:
(B)(6). The lot was manufactured between june 7-8, 2018. The device was received for evaluation. A visual inspection on the sample via the naked eye noted fluid inside the bag that contained the sample. When the sample was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. Functional testing was performed by filling the device with green colored water. After fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from an unspecified location. The units were pre-filled and contained 0.9% sodium chloride. The problem was noted prior to product use (before admixing the drug). There was no patient involvement. No additional information is available.